Event description:
According to the reporter, during an appendectomy procedure, the surgeon had difficulty in unloading the reload and the device stopped halfway and is incomplete on proximal area. The trocar was removed in order for the stapler to be removed. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an appendectomy procedure, the surgeon had difficulty in unloading the reload and there is a staple line incomplete. The trocar was removed in order for the stapler to be removed. There was no patient injury.